Manufacturer narrative:
Results - no problem found. (B)(4).

Event description:
A dialysis facility reported that a pt removed too much fluid during a hemodialysis treatment. The pt's pre dialysis weight was (B)(6). His dry weight was (B)(6). There were no reported alarms during treatment. The problem was identified post treatment. The pt was dizzy and unable to stand and was given a total of 1 liter of saline. The machine indicated that (B)(6) was removed. His post weight was (B)(6) after receiving 1 liter of saline. There was no serious injury.